Event description:
It was reported that an unexpected reset occurred. Reportedly, the customer reloaded the cartridge onto the pump and resumed insulin delivery. Customer's blood glucose ranged from 149-150 mg/dl.

Manufacturer narrative:
Device not returned.